Event description:
Potential failure of device which may have lead to additional surgical intervention to this issue of stapler. Manufacturer response for eea stapler device, (brand not provided) (per site reporter). They will be doing an investigation on this reported product failure.